Event description:
It was reported that after an interventional coronary revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted. After suture deployment, the foot would not fully retract; the device was removed with some manipulation. Although the knot was fully advanced to the arterial surface, bleeding continued. Leaving the suture in the artery, manual arterial compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retract the foot could not be confirmed. During device analysis the foot was deployed then completely retracted by opening and closing the lever as intended. Additionally, the suture containing the knot was not returned with the device, the reported failure to achieve hemostasis after fully advancing and tightening the knot on the arterial surface could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.